Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous septal artery. A 1.50mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured at the proximal side. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported, and the patient was in good condition.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.